Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited plastic distal end cover burn, and an additional washer found loose inside the control unit. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unknown how the washer remained/got there in the first place. The root cause was unable to be determined. Based on the results of the investigation, it is likely that the plastic distal end cover burn occurred due to a high-energy endo therapy accessory being used without ensuring a sufficient distance from distal end. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "operation manual_ using endotherapy accessories_ high-frequency cauterization treatment warning:never emit high-frequency current before confirming that the distal end of the high-frequency endotherapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result." Olympus will continue to monitor field performance for this device.